Manufacturer narrative:
(B)(4). Approximate age of device - 102 days. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient was readmitted for pump exchange for possible pump pocket infection. Additional information was requested but was not provided.

Manufacturer narrative:
Corrected and additional information: a correlation between the left ventricular assist system (lvas) and the reported infection could not be conclusively determined through this evaluation. The evaluation of device did not reveal any device-related issues. The pump was returned assembled with the driveline severed approximately 12.5 inches from the pump housing and a distal portion was not returned. The sealed inflow and outflow conduits were not returned. The outlet elbow was returned attached to its respective pump port. The pump appeared to have been exposed to a fixative prior to receipt. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.